Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. The provided image appeared to show the force bipolar instrument with a dislodged grip during intraoperative use.

Event description:
It was reported that during a hartman's reversal that a metal piece of the force bipolar instrument fell off. The instrument was reportedly stuck. The customer used the instrument release key (irk) for 10 minutes, but it did not open the jaws. The customer removed the instrument with the trocar. The intuitive tech support engineer (tse) recommended returning the instrument. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.